Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses was dissatisfied with the results of her procedure. The patient thought that she was going to be implanted with larger breast prostheses. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses was dissatisfied with the results of her procedure. The patient thought that she was going to be implanted with larger breast prostheses. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).